Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that approximately (B)(6) 2014, the patient experienced altered mental status, headache, and increased spasticity. Regarding troubleshooting, a catheter dye study was performed and x-rays were taken. The pump logs were checked and a rotor study was performed. A catheter issue was noted. There was a kink and possible caudal migration of the distal catheter segment. As a result, the catheter was planned to be replaced on (B)(6) 2014. On (B)(6) 2014, the hcp removed the existing catheter. Per the reporter it looked like the patient had a previous revision because there were several catheters together. All of the catheters were removed. It was noted that fluoro was used. The doctor implanted a new catheter with no issues. Good cerebrospinal fluid (csf) flow was noted. The pump was not replaced. The doctor disposed of the catheter so it was not to be returned. The patient status at the time of this report was noted as alive, no injury. The pump was used to deliver compounded baclofen, morphine, and prialt. The patient outcome was reported as the patient was doing fine.